Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient presented to the emergency room after experiencing a syncopal episode. A remote interrogation was attempted, but was unsuccessful. The field representative was contacted and found the implantable cardioverter defibrillator (ICD) had reached battery capacity depleted and change out was recommended by boston scientific technical services (ts). It was noted that the ICD was interrogated approximately three months earlier and showed 10 months remaining. The physician was deciding how to move forward as the patient is has a do not resuscitate order. At this time evidence suggests the ICD remains in service and no further adverse patient effects were reported.